Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01801 /-07290).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported that patient underwent left total hip arthroplasty on an unknown date. During post operative monitoring and testing, peri-prosthetic soft tissue abnormalities with features typical of an adverse reaction to metal debris, including solid masses or fluid collections, joint effusion, and osteolysis of the femur was noted. Fluid is noted, posterior lateral location 46.4x219.5x99.1x3. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received from (B)(4) study data noted that the patient underwent a left hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, severe pain was also noted.